Manufacturer narrative:
Manufacturer's report date: 05/11/2011. (B)(4). An investigation could not be performed. Reporter indicated that the device is not available for evaluation. The cause of reported leak is unknown.

Event description:
Customer reported it appeared that the methotrexate was leaking from the tubing just before the plastic end piece. Spiro was clearly attached and chemo was not leaking at spiro site. No product will be returned for this event. Customer stated no additional patient/event information will be provided.